Event description:
Reporter alleged the patient received a discrepant blood glucose result of hi (over 600 mg/dl) on the inform system compared back to back with a result of 145 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that the customer was given dextrose to bring his blood glucose levels back up. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.